Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from multiple strokes since implant on (B)(6) 2022. It is not believed that the strokes were pump related. The patient had a computerized tomography of head without intravenous contrast. The patient experienced ischemic, hemorrhagic, and ischemic with hemorrhagic conversions. The patient had significant brain damage, altered mental status, and an electroencephalogram that showed severe generalized slowing. On (B)(6) 2022 the family and caregiver team decided to withdraw care and the patient expired. The device will not be returned for evaluation and it operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.